Event description:
It was reported that stimulation was turning off and the inability to adjust stimulation occurred. The pt, reportedly, was shaking so bad she could not talk. Add¿l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the hcp reported that the event was due to normal battery depletion. There were no abnormal impedances. The ins was replaced and there was no patient injury.